Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula deployed and needle retracted. The device data showed that the first priming sequence ended at 45 pulses and deactivation occurred at 855 pulses. During operation, the device was able to successfully deliver a bolus following the priming sequence. The needle mechanism was reset and fired properly during the investigation. No housing or environmental seal damage was found. Inspection of the needle mechanism components found no damages or defects that would indicate a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 300 mg/dl. The patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. As treatment, the patient applied a new pod.